Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -16.5/2.5/110 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced low vaulting. Intraoperatively the lens was replaced with a longer length lens and the problem was resolved. The cause of the event was reported as unknown.